Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a catheterization interventional procedure. Reportedly, the sheath separated where the black and silver parts meet. The device was removed from the right common femoral artery (rcfa) leaving the black portion in the patient anatomy. The left common femoral artery (lcfa) was accessed and the black portion of the sheath was snared and removed. Manual arterial compression was applied to achieve hemostasis on the rcfa. An additional proglide device was used to achieve hemostasis on the lcfa. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported event and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.